Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, on (B)(6) 2010 the patient underwent a surgical procedure to have fluid drained from the implant site. Subsequently, following the procedure the fluid returned and the patient was prescribed a course of oral antibiotics (date and duration not reported). The implanted device remains.